Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The following sections were updated: g3, g6, h2, h6, and h10. A review of the device history record was not conducted because of the unknown lot number. However, no manufacturing problems have been reported thus far. As the subject device was not reported, a replication of the reported failure issue was conducted and confirmed that the distal cover would never come off when it has no damage and is correctly attached to the scope. Based on the results of the legal manufacturer's investigation, the following are likely causes of the tip cover falling off: (1) anti-fog agent adhered to the cover and was damaged by chemical attack, making it easy for the cover to come off the scope. (2) the cover was easily removed from the scope due to insufficient attachment to the scope. (3) when the cover was attached to the scope, the cover was damaged by pushing it diagonally, making it easy for the cover to come off the scope. The instructions for use identified the following verbiage, which may have prevented the phenomenon: "7.3 attaching the distal cover - please make sure that the distal cover is intact without any problem before installation, and it has no damage (crack) after installation. Also, do not use anti-fog agents as it is known that anti-fog agents will damage the cover."

Manufacturer narrative:
This report is being supplemented to provide a correction to the legal manufacturer's final investigation and a correction to d8, h6, and h8. D8: information added to these fields were inadvertently not included on the initial medwatch. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. A reproduction confirmation was performed according to the pre-use inspection procedure in section 7.3 of the instruction manual. The indicated event was not reproduced. (Maj-2315 lot h0729 was used for reproduction confirmation). The parts supplier conducts sampling inspections of three (3) parts for each production lot and confirmed the parts conformed to the specifications. Quality evaluations of production prototypes have verified that the distal cover will not come off from the endoscope unless the distal cover is damaged, as long as it is properly attached without any damage. The root cause of the issue could not be conclusively specified. Based on the reproduction confirmation results, investigation results of product specifications, and the inspection results at the parts manufacturer, it is believed that the product conformed to the specifications. However, the actual product had not been returned, and the details of the occurrence situation could not be confirmed, therefore, the cause could not be determined. The probable cause was likely the following: chemicals such as anti-fog agents adhered to the cover and were damaged by chemical attack, making it easy for the cover to come off the scope. The cover was easily removed from the scope due to insufficient attachment to the scope. When the cover was attached to the scope, the cover was damaged by pushing it diagonally, making it easy for the cover to come off the scope. Complaint history review: the event was the first occurrence at the facility. A similar complaint from another facility was patient identifier (B)(6). The instructions for use (IFU) provides the following guidelines: as described in the IFU "7.3 attaching the distal cover" (p.11 to p.13): please make sure that the distal cover is intact without any problem before installation, and it has no damage(crack) after installation. Also, do not use anti-fog agents as it is known that anti-fog agents will damage the cover. Olympus will continue to monitor for similar complaints.

Event description:
It was reported to olympus that the single use distal cover of the evis exera iii duodenovideoscope fell off inside the patient during a therapeutic procedure. The distal cover fell into the mouth of the patient and was retrieved. The procedure was completed. No patient harm reported.

Manufacturer narrative:
In speaking with olympus technical support via the phone, the olympus sales representative stated that an in-service would be conducted for the customer regarding the use of the evis exera iii duodenovideoscope on (B)(6), 2021. The subject device referenced in this report was not returned for evaluation, therefore the device evaluation could not be completed at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).